Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation was unable to determine a conclusive cause for the reported separation. However, possible factors that may contribute to a shaft separation include, but are not limited to, mishandling during manufacturing, during receiving/storage at the account, and/or handling during removal from packaging. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of a 2.75x15mm nc trek rx balloon dilation catheter (bdc) the shaft was noted to be separated upon opening the packaging. The device was replaced with another nc trek balloon and the procedure was completed. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.